Event description:
Chest drain was placed for effusion and pneumothorax drain placed on suction via a thoracic suction unit having a maximum suction of 4 kilopascal. The three-way flushing port became disconnected during use. Leaving a hole in the circuit. An air leak developed allowing for air escape and air entry. The product appeared to then seperate as other components disconnected randomly. A chest x-ray was performed to establish whether further intervention was necessary. X-ray verified that not treatment was required. There were no ill effects to the pt.

Manufacturer narrative:
This event is still under investigation.